Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation found the device in end of life (eol) mode. After programming out of eol mode, the device would not accept a threshold test. Measured data showed a magnet rate of 85 ppm, remaining longevity >26 months and lead impedance >3000 ohms.